Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and frequent coughing. It was believed that the right ventricular (rv) lead had migrated outside of the heart; however, during the lead revision procedure, the physician indicated that the lead had not perforated the heart. In addition, the physician stated that the symptoms were most likely due to asynchronous ventricular pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.